Manufacturer narrative:
(B)(4) date sent: 1/5/2022 additional information additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? 2. If yes, how was the device removed? 3. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? 4. Did the jaws eventually open? ---------- all answers above are unobtainable. Once there is any update, we will update the information.

Event description:
It was reported that after installed reload closed the jaw, but could not open the jaw anymore. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4) batch # unk. Attempt was made to obtain additional information, to date no response has been received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.